Event description:
The patient presented with bilateral iliac artery dissections and aneurysms. The left iliac artery was treated without incident. During the deployment of a gore viabahn endoprosthesis in the right iliac artery, the deployment line broke after 2cm of the device had deployed. The delivery catheter was cut in an unsuccessful attempt to find and retrieve the end of the line. The physician performed a surgical cut down, performed an arteriotomy, and successfully removed the device. The vessel was surgically repaired. The patient was fine post procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre release specifications. Since the device was not returned, direct analysis of the device was not possible. Therefore, we were unable to determine the cause of the event.